Event description:
It was reported that the drill attachment was heating up, while conducting routine equipment evaluations. This event did not occur during a surgical procedure. There was no user injury reported and no adverse consequences alleged with this event.